Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm and blank display. The customer's blood glucose level was 149mg/dl. The customer was unable to troubleshoot at the time of call. The customer would be calling back at a later time.